Event description:
A physician reported a pt who was treated on 21 november 1997 in the infraorbital areas, nasolabial folds, and vertical lip lines of the upper vermilion border. On 5 december 1997 the pt contacted the physician and reported that her treatment sites were intermittently red and bumpy. On 8 december 1997 the pt called to report persistent symptoms. The physician advised the pt to avoid vasodilation in the affected areas and to avoid consumption of alcohol, beef, and msg-containing products. The pt called again on 12 december 1997 to report that she still had red, bumpy treatment sites. On 15 december 1997 the pt was seen by the physician, who diagnosed a hypersensitivity to collagen and prescribed topical elocon cream. On 24 december 1997 the physician prescribed an otc oral vitamin supplement, pycnogenol and an otc cream, anarica-a. On 1 january 1998, topical temovate was prescribed. On 12 january 1998 pt called again reporting persistent redness, induration and swelling in the treatment areas. She told him that she had been prescribed zithromax for an upper respiratory infection, which was considered unrelated to collagen, sometime after the first of january, and that she had developed a diffuse rash and pruritis. Her primary care physician saw her for this rash and pruritis and told her that he thought it was caused by an allergy to pycnogenol and suggested she discontinue the supplement. She discontinued the anaric-a cream because she said it did not work. On 12 january 1998, the physician considered prescribing an oral steroid.